Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.0/2.0/108 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was removed due to patient suffering from psychological anxiety, could not sleep, and suffered from severe neurasthenia. Reportedly after the icl lens implantation, the patient had a foreign object in the eye, and felt anxious and sleepless! After the lens was removed the problem was resolved. Cause reported as a patient related factor.

Manufacturer narrative:
Claim# (B)(4).